Event description:
The customer stated that the insulin pump alarmed motor error during the prime. The reported blood glucose reading at the time of the call was 118 mg/dl. The customer stated that the insulin pump was not exposed to a high magnetic field. Troubleshooting was performed and the insulin pump did not pass the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.